Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was about to go to work when they experienced shakiness, lost consciousness, and had a seizure. The patient´s daughter took a fingerstick and the cgm was reading 214 mg/dl, and the blood glucose reading was 32 mg/dl. An ambulance was called, and the patient was treated with intravenous glucagon (most likely glucose), and was advised to eat a peanut butter and jelly sandwich. It was unknown how long the patient was unconscious, but it was described as ¿just a bit of time¿. The patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was recovering at home, but it was understood that she had recovered from the hypoglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.